Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(4). Batch: 7101867/7101869. Product family: scs-lead fixation upn: m365sc43160. Model: sc-4316. Batch: 28303967.

Event description:
It was reported that the patient experienced pain and discomfort at the ipg and anchor sites due to their position. It was also reported that the patient had difficulty managing with the programming on the device. The patient underwent an explant procedure wherein all device components were removed and were not returned. The patient was doing well postoperatively.